Manufacturer narrative:
Parts of the complaint devices were received and evaluated. The three anchors were left in the patient, so they could not be returned. The three anchor inserters and two of the six sutures used were returned. Visual observation showed that the sutures returned were fully intact. Two of the three anchor inserters appeared to have bent tips, but this would not affect the suture pull out and is not considered failure, as the inserters are only intended to be used once. This complaint can be confirmed. This failure may have occurred due to breakage of the anchor eyelet, which would allow the sutures to pull out. This also may have occurred due to the user pulling on only one leg of the suture, instead of both simultaneously. A definitive root cause cannot be determined. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via email dr. Was performing a biceps tenodesis. He drilled with the correct drill and guide, inserted the lupine implant, and when he went to pull the sutures to test implantation, the sutures came out of the implant three times in a row, 3 implants used. The sutures did not break and were unharmed under examination. To finish the case dr. (B)(6) used a lupine with a different lot number from my trunk stock to repair the bicep. There was a small delay, under 5 min, no harm to the patient. Additional information received via email from the sales rep on 4-3-2017: after the suture pulled out, the implants were left in the bone no tissue damage that the doctor noted. I am not 100% sure if the original bone hole was used to complete the procedure. Each time the surgeon re-drilled before he placed the implant, but I didn¿t think to ask this at the time. The patient had relatively hard bone. The drill and mallet were used each time to insert the implants. Additional information received via email from the sales rep on 4-6-2017: I sent the sutures and inserters

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up medwatch is being filed to correct the date received by MFR on medwatch-1221934-2017-10170 - "follow up 1" from apr 20, 2017 to may 25th, 2017.